Event description:
Device malfunction: none. Adverse event: myocardial infarction. Time of adverse event: approximately 23 days pst lcc stenting. It was reported that approx 23 days post lcc stenting, the pt experienced a myocardial infarction. Troponin initially was 0.1; repeat troponin was 0.46. Ck-mb was elevated at 4.1 and total ck was 30. Creatinine was 1.3, bun 35, and b natriuretic peptide was 1817. The pt was hospitalized for medical management and his condition improved. The pt had no further symptoms and was discharged to rehabitilation five days after admission. The investigation assessed the mi as being secondary to pt's pre-existing co-morbidity and unrelated to the acculink stent. No additional info available.

Manufacturer narrative:
Study event.